Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion being treated was located in the severely calcified left anterior descending artery. A 4.00x12mm quantum maverick balloon catheter was being advanced to the lad when the shaft broke on a portion of the device that was outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. The target lesion being treated was located in the severely calcified left anterior descending artery. A 4.00x12mm quantum maverick balloon catheter was being advanced to the lad when the shaft broke on a portion of the device that was outside of the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was a complete separation of the hypotube, confirming the reported 'broken' shaft. The tip was damaged. The hypotube separation was 120 cm from the tip. The proximal portion (including the hub/manifold) was not returned for analysis. The hypotube fracture surface was ovaled, which suggests the device was most likely kinked prior to separation. The reported "broken" shaft was confirmed; however, there was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).